Event description:
It was reported that two days following placement of a wallflex partially-covered esophageal stent, the stent had migrated with "an abundant amount of tissue granulation above and below the stent." Reportedly, there were no positioning issues encountered during the placement procedure and that the stent appeared to be well positioned after the delivery system was removed. According to the complainant, the physician repositioned the stent; there were no patient complications reported as a result of this event. After remedying the situation, the patient's condition was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device remains implanted; therefore, a device evaluation cannot be performed. The cause of the reported malfunction is undetermined.